Event description:
According to the reporter, during hemodialysis, the catheter did not provide adequate blood flow in the arterial lumen that might be due to a collapse, which resulted in ineffective dialysis. The customer reported that the line was difficult to flush with the syringe and that there was no blood return before flushing indicating difficulty with flow. The flushing was performed prior to use and it kept flowing low. Chlorhexidine was being used on the tips before the lines were installed. They used pure intraluminal heparin in the interdialytic period and heparin in the circuit during the session. No other products were being used with the device. The reverse flow was successful, allowing the patient to be dialyzed, although for a lesser time, and the treatment was ultimately not completed. The customer exchanged the catheter in the operating room with the same lot due to the problem. There was no leak. Tego was not used. Nothing unusual observed on the device prior to use. No other defects/damage found in the product. There was no blood loss. Blood transfusion was not required. The patient had extra dialysis as medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during hemodialysis, the catheter did not provide adequate blood flow in the arterial lumen, resulting in ineffective dialysis. The customer reported that the line was not difficult to flush with the syringe, and blood return was observed before flushing. However, low flow developed after flushing and throughout the session. Chlorhexidine had been used on the tips before the lines were installed, and pure intraluminal heparin had been used during the interdialytic period, with heparin in the circuit during the session. No other products had been used, and there had been no leak or other damage observed on the device. Tego was not used. Nothing unusual was observed on the device prior to use. Reverse flow had been successfully performed, allowing for reduced-duration dialysis, though the treatment had ultimately not been completed due to inadequate flow. The catheter had been in use for 14 days, and the customer had exchanged it with a substitute catheter of the same lot on january 29, 2025 due to the issue. Dialysis with the substitute catheter had also been performed for a reduced time, resulting in incomplete treatment. No blood loss or transfusion had been required. The patient had received extra dialysis as a medical intervention due to the inadequate flow during the s hortened session, with only extra dialysis reported as the intervention. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during hemodialysis, the catheter did not provide adequate blood flow in the arterial lumen, resulting in ineffective dialysis. The customer reported that the line was not difficult to flush with the syringe, and blood return was observed before flushing. However, low flow developed after normal flushing and throughout the session. Chlorhexidine had been used on the tips before the lines were installed, and pure intraluminal heparin had been used during the interdialytic period, with heparin in the circuit during the session. No other products had been used, and there had been no leak or other damage observed on the device. Tego was not used. Nothing unusual was observed on the device prior to use. Reverse flow had been successfully performed, allowing for reduced-duration dialysis. The dialysis session was shortened and ultimately not completed due to inadequate flow. The catheter had been in use for 14 days, and the customer had exchanged it with a substitute catheter of the same lot on january 29, 2025, due to the issue. Dialysis with the substitute catheter had also been performed for a reduced time, resulting in incomplete treatment. No blood loss or transfusion had been required. The patient had received extra dialysis as a medical intervention due to the inadequate flow during the shortened session, with only extra dialysis reported as the intervention. There was no reported patient injury.